Manufacturer narrative:
Final analysis found burn marks on the main pcb which resulted in the inability to power the transmitter.

Event description:
It was reported that the merlin at home transmitter lost power after a lightning storm. The transmitter was replaced.